Event description:
The hcp used a magnet while doing telemetry on the pump. The pump stalled. The motor stall was confirmed in the event log. No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).